Event description:
It was learned that a patient with an edwards mitral bioprosthetic valve was diagnosed with regurgitation after an implant duration approximately four (4) years and one (1) month. The patient underwent an implant of a transcatheter valve inside of the previously implanted device (valve in valve).

Manufacturer narrative:
Report of a mitral bioprosthetic valve requiring intervention due to regurgitation, via a transcatheter valve implant (valve in valve). Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Bioprosthetic valve dysfunction encompasses multiple failure modes/mechanisms, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of these failures including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation (remains implanted), the specific mechanism leading to this event cannot be identified or evaluated. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to monitor all events.